Manufacturer narrative:
Other - device used; retention sample evaluated. There were (B)(4) refill packs ((B)(4)applications per refill) w/batch r59595 supplied to customers worldwide from august, 2012. Based on typical stock turnover and our production schedule over the last 12 months we estimate that the majority of customers have already used their material. There is no risk to patient health. Excite f dsc is a dual curing adhesive and therefore usually used in clinical situations where the restoration is somewhat opaque. In these cases a possible blue discoloration is not visible and does not affect the aesthetics of the restoration. This also applies in the endodontic indication. A blue discoloration can be noticeable in translucent restorations (e.g. Veneers) in the front of the mouth. However, even here, the aesthetics are only affected when the ceramic is very thin. An additional quality control monitoring has been introduced so that every batch is checked using uv/vis analysis. The possibility of changing the monomer production process to avoid using this stabiliser is being investigated.

Event description:
Dentist cemented veneer cases using variolink ii and excite f dsc turned aqua blue.